Event description:
Additional information indicated that the infusion life-sustaining. The patient also stated that "in the past week overnight when not in use, the device alarmed and had a blank screen."

Manufacturer narrative:
Additional information: weight,event, and other relevant history.

Manufacturer narrative:
Device evaluation: one smiths medical cadd-ms 3 ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. The pump passed all functional tests during the investigation and the reported issue was not able to be duplicated. Based on the investigation, the complaint allegation was not confirmed.

Event description:
Information was received that during use of this smiths medical cadd ms3 pump, the pump exhibited alarm with a blank screen. It was reported the alarm with blank screen also display overnight when the pump is not in use. Subsequently, the patient successfully switched to backup pump. No patient consequences were reported. No adverse effects were reported.